Event description:
According to the literature article, the pt presented with fatigue after an aortic valve replacement procedure. Blood cultures were positive for (B)(6), but no vegetation was detected on transthoracic echocardiogram (tte). An annular abscess was suspected by CT and 8 days later, a tee was performed again, this time revealing vegetation at the annulus of the tricuspid valve and the prosthetic valve. Abscess formation was suspected from the annulus to the outside of the anterior wall of the ventricle. Surgical intervention was not performed due to the pt's severely calcified aorta. Paravalvular leakage was noted and a pseudoaneurysm was formed by the enlarged abscess causing abnormal anterior wall movement. The pt expired 37 days after she presented. ("One case of infective endocarditis of prosthetic valve due to reveal annulus abscess and pseudoaneurysm," japanese journal of medical ultrasound technology (abstract), no.38, pp.s155, 2013.) Add'l info received from the physician indicated the cause of the endocarditis was pneumonia and not associated with the sjm valve.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each mfg and inspection operation was performed and complete in accordance with sjm specs and procedures. Based on the info received, the cause of the reported endocarditis and abscess resulting in paravalvular leak remains unk; however, the physician indicated the cause of the endocarditis was not associated with the device.